Event description:
The patient reported that his blood glucose reached 500 mg/dl two and a half days after the pod was activated. He had moderate ketones (1.6), but no nausea or emesis. Several boluses (dosages not reported) were unsuccessful at lowering his bg, so he changed the pod and took himself to hospital, where he remained overnight. He was monitored and received an infusion, which lowered his bg successfully.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia and hospital visit. Qualification records were reviewed and the product lot met all acceptance criteria.